Event description:
Additional information received from the patient reported that initial contact with support services was unsuccessful and they could not advise them what to do. The patient then met with the manufacturer representative (rep) and they corrected the problem and explained how to use the device because they had forgotten certain details. Their physician reset the device for them to lie on their back. The patient noted that they were knowledgeable, courteous, friendly and made them feel comfortable.

Manufacturer narrative:
Concomitant medical products: product ID 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that the patient thought her battery was dead and she wasn's feeling stimulation. She tried to recharge for a total of six hours since the week prior to the report but she was getting empty boxes on the bottom. The patient further reported she was doing a bit of gardening and thought she may have dislodged the leads or implantable neurostimulator (ins). It was reviewed with the patient that if the leads were dislodged they would still be able to recharge the ins. The patient stated she didn't have the time to recharge and was thinking of getting the ins taken out and that she wished she would have known this before getting the ins. Basic functionality was reviewed with the patient including: coupling bar icons, ins battery level icon, and how to line up the recharger over the ins. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.